Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b3 (date of event) and b5 (describe event or problem) have been updated per customer service clarification.

Event description:
A customer reported that she was unable to test or scan due to a touch screen issue with the adc freestyle libre reader. On (B)(6) 2020 the customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. The customer's husband found her, called an ambulance and she was transported to the hospital. Upon arrival, a doctor directed the customer to pick up her belongings from home and return to the hospital as "her life was in danger". Upon return, her insulin pump was removed and she was prescribed novorapid flexpen 100 units/ml and lantus insulin 100 units/ml. The customer was hospitalized from (B)(6) 2020 to (B)(6) 2020 , however did not receive any additional treatment other than the new insulin protocol. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test or scan due to a touch screen issue with the adc freestyle libre reader. The customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. The customer was taken to the hospital where her insulin pump was removed and was prescribed novorapid flexpen 100 units/ml and lantus insulin 100 units/ml. The customer was hospitalized for 5 days for observation and did not receive any additional treatment other than the new insulin protocol. There was no report of death or permanent injury associated with this event.